Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and leak and occlusion were not observed. The air flow through all the set. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available. A supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of solution though a solution set. The set was installed on a pump and the infusion was started; however, it was observed that there was no flow. The issue was resolved by restarting therapy with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.